Event description:
A review of medical article ''first-in-asia native valve modified-basilica tavr with CT fusion, complicated by annular rupture rescued with coil embolisation'' was performed. An 85-year-old female underwent a basilica (bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) transcatheter aortic valve replacement with a 23mm sapien 3 valve. After the valve was implanted (7.6% oversized, annulus area 0.53 cm2), the patient developed cardiac tamponade, and pericardiocentesis was performed. An aortogram showed an lcc annular rupture. Protamine was administrated by autotransfusion. However, a rapid recollection persisted and due to the patient surgical risk status, coiling was attempted first. The lm was engaged, and it was protected with an extra-backup 3.5 guiding catheter. The lcc was engaged with an amplatz left 1 guiding catheter. A total of 9 cook coils and 3 target coils were deployed. An aortogram showed no more contrast extravasation. The pericardial drain output was stopped, and the patient was weaned off all inotrope. Intravascular ultrasound confirmed no coil protrusion or leaflet obstruction to the lm. Transesophageal echocardiography showed a resolution of effusion, with normal tavr valve function and lvef. There was minimal output from the pericardial drain overnight. The patient was extubated the next day with no neurological deficit. A CT was performed 4 days postoperatively, showing no contrast extravasation or hematoma at the rupture site. The reason to select an oversized valve was to get a better hemodynamic result.

Manufacturer narrative:
Citation: michael chiang mbbs; ivan wong mbbs; shing fung chui mbchb; chi yuen eric wong mbbs; pedro a. Villablanca md, msc; michael kang-yin lee mbbs ''first-in-asia native valve modified-basilica tavr with CT fusion, complicated by annular rupture rescued with coil embolisation'' per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factor (oversized valve) and patient conditions (severely calcified aortic valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction from additional information received. The following sections of this report have been corrected: b.3